Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported the patient monitoring alerts red and yellow are not received on waveware snpp pager it is unknown if the device was in clinical use at the time the issue was discovered. A patient death occurred.

Manufacturer narrative:
Complaint is still under investigation and philips is in the process of obtaining additional information for complaint completion. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
It was reported the patient monitoring alerts red and yellow are not received on waveware snpp pager, the device was in clinical use at the time the issue was discovered. A patient death occurred. The bedside monitor and piic were tested by a philips field service engineer (fse). The bedside monitor was working as expected and the data flow of the piic red and yellow alerts were confirmed. It was determined that the careevent software was not indicated to have contributed to the event. The cause of the reported problem was the failure of the customer owned pager transmitter, manufactured by waveware, which was found to be defective. The device remains at the customer site.

Event description:
It was reported the patient monitoring alerts red and yellow are not received on waveware snpp pager, the device was in clinical use at the time the issue was discovered. A patient death occurred. The bedside monitor and piic were tested by a philips field service engineer (fse). The bedside monitor was working as expected and the data flow of the piic red and yellow alerts were confirmed. It was determined that the careevent software was not indicated to have contributed to the event. The cause of the reported problem was the failure of the customer owned pager transmitter, manufactured by waveware, which was found to be defective. The device remains at the customer site.